Manufacturer narrative:
B3 approximated.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) is experiencing recurring incontinence. The aus was explanted and replaced. There were no additional patient complications reported.

Manufacturer narrative:
B3 approximated.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) is experiencing recurring incontinence. The aus is currently implanted, and the replacement surgery is already booked. There were no additional patient complications reported.